Event description:
Pt approximately 5 to 6 years status post femoral nail procedure returned to operating room for nail removal because the nail was causing discomfort. Femoral fracture was reportedly healed. The surgeon had difficulty removing the nail from the bone, and 4 instruments broke or were damaged during the procedure: conical extraction screw stripped; the tip of the screwdriver fell apart; some of the teeth broke off the spare reamer tube; and the quick-connect t-handle became twisted. The surgeon then used vise grips and a hollow reamer over the screw end of the threaded end of the screw to hold it, then used a screwdriver and mallet to push the screw back out, and successfully removed it. There was no hardware replaced. The procedure was extended by approx 1-1/2 hours. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.